Event description:
It was reported that pump displayed malfunction alarm malf 12 with non-resettable fault and that notable event occurred prior to malfunction, but details were not provided. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using prepaid label, and understood that replacement pump would be shipped and would require reprogramming of pump settings and reconnection of continuous glucose monitor, with all instructions acknowledged.